Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube.